Event description:
During a pulmonary vein isolation ablation procedure a pericardial effusion occurred. While ablating in the left atrium the user observed 3 steam pops. At this time ice was used to monitor the patient for an effusion for the remainder of the ablation. Upon removal of the catheters from the left atrium the patient experience hypotension. Through transthoracic echocardiography a small effusion was diagnosed. A pericardiocentesis was performed to stabilize the patient. The patient was then transferred to the ICU with a pericardial drain and eventually brought to the or for additional surgery for continuous drainage. During the surgery it was noted that the left anterior descending coronary artery had been lacerated during pericardiocentesis, no other perforation was noted. Throughout the ablation procedure the patient experienced hypotension each time atrial fibrillation was induce and had 7 cardioversions during the procedure. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU). In addition, the event description indicated ablations were performed with rf power of 50w, which exceeds the recommended values in the IFU. The IFU warns that too high rf power during ablation may lead to perforation caused by steam pop; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion could not be determined.